Event description:
In 2008, patient's mother reported that the patient received an e4 on his infusion device. When the infusion site was removed the cannula was bent at a 90 degree angle and they inserted a new site. The patient's blood glucose elevated as high 35 mmol/l (360 mg/dl) and his blood glucose monitor read "hi." She stated that the patient was spilling ketones and was vomiting. When the second infusion site was removed the cannula was again bent at a 90 degrees angle. The mother stated that the patient experienced a total of 3 bent cannulas. The patient was given insulin injections to lower his blood glucose and his blood glucose returned to his normal range of 5-10 mmol/l (90-180 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.